Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead pacing during the left ventricular capture management (lvcm) feature execution. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.